Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. It was reported that a 2.25x20mm taxus express 2 atom stent became "flared" inside a guide catheter during procedure. The procedure was completed successfully with another of the same device. There were no reported patient complications. The patient status is listed as "ok". Additional information has been requested and is not available.